Event description:
It was reported that the implantable cardioverter defibrillator system did not show the end of a non-sustained ventricular tachycardia (vt) episode and could not be completely print. Technical services (ts) explained the vt storage algorithm and confirmed that the event was terminated appropriately due to vt morphology. In addition, ts observed there has been noise and variable shock impedance recorded, reaching up to out-of-range measurements. Troubleshooting was recommended to evaluate the right ventricular (rv) lead integrity and ensure appropriate brady and tachy support. This rv lead remains in service and no adverse patient effects were reported.